Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported lost sensor alarms from the insulin pump. The customer stated one of the alarms occurred involving a blood glucose value of 46 mg/dl. The customer treated the low value; no intervention was required. During troubleshooting it was found that the insulin pump and transmitter were not kept close enough to each other, and the customer stated the sensor was bent. The customer was advised that replacement sensors would be sent. No further information was provided.